Manufacturer narrative:
A document and records review was performed on the reported lot. Documentation assessed includes: manufacturing, quality audit, production, raw material and device history records. This assessment found no anomalies that may have attributed to the reported issue; therefore the complaint could not be confirmed. The cause of the reported complaint could not be determined. Information from this incident will be included in our product complaint and MDR trend analysis.

Event description:
Consumer called to report approximately 11 tampons had fallen apart during use and removal. The consumer stated they had crumbled into pieces, she was able to remove all pieces and no medical care was needed.

Manufacturer narrative:
Device manufacturer date changed from 7/6/2016 to 7/22/2016.